Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced retention issues after a 3t magnet resonance imaging. The medical procedures manual (aw33289_15.0) clearly states for product type c40+: 'MRI scanners with static magnetic field strengths of 0.2 t, 1.0 t or 1.5 t only. No other field strengths are allowed.' Therefore the reported issue constitutes an abnormal use. Device investigation revealed a demagnetized implant magnet. Other mechanical damages found are attributable to the removal surgery. This is an initial and final report combined. Please note: this is a voluntary report on the basis of a patient with a company implant undergoing a MRI procedure with any field strength not indicated in the company implant labelling.

Event description:
On 24-jun-2024, the user's parents reported a poor retention between the implant and the external device. The user was re-implanted.